Manufacturer narrative:
As reported in a research article, over a period of 9 years 9,109 amplatzer devices were implanted, of those 19 were explanted. One of the devices was explanted due to thrombus formation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number:2135147-2019-00390, 2135147-2019-00389, 2135147-2019-00388, 2135147-2019-00384, 2135147-2019-00383, 2135147-2019-00382, 2135147-2019-00381. It was reported through a research article identifying amplatzer that may be related to explant of devices. Specific patient information is documented as unknown. Details are listed in the attached article, titled explantation of patent foramen ovale closure devices. A study was conducted on the explantation of patent foramen ovale (pfo) devices over a course of nine years. It was found that of the 9,109 amplatzer devices were implanted and 19 were explanted. One of the device was explanted due to thrombus formation. There was no patient consequences reported post procedure.